Manufacturer narrative:
This report is being submitted for an incident that occurred earlier. The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was completed to remove a secure c implant that was found to be the incorrect size post operatively.